Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 37701, serial # (B)(4) showed no significant anomalies.

Manufacturer narrative:
Concomitant products: product ID 3487a-45, lot# va03qzd, implanted: (B)(6) 2012, product type lead; product ID 3487a-45, lot# va03qzd, implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had an elective replacement indicator (eri) message. It was added a manufacturer representative changed programming to cycling to conserve the battery. It was noted the patient was unable to feel stimulation when she used cycling. It was added the patient changed to a non-cycling group and the stimulation was 'ok.' It was stated the implantable neurostimulator's (ins) battery voltage was 2.9 volts. It was noted there may have been a false eri due to a possible intermittent short. It was stated that during the implant the two quad leads were connected directly to the ins without using extensions. It was added the doctor plans to replace the ins with a rechargeable ins and add extensions. It was reported a few days later the patient was receiving effective therapy and was schedule for a replacement ins on (B)(6) 2013. If additional information becomes available, a supplemental report will be filed.

Event description:
It was further reported that the stimulator was replaced on (B)(6) 2013. There were impedances greater than 3600 ohms on all electrodes. The stimulator was replaced with a 37713 and an extension was added. Post procedure impedances were all less than 3000 ohms. The patient received good post operative stimulation and was noted to be "happy." The patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.